Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air and water nozzles clogged, and the draining function reduced, curved rubber adhesive missing, foreign object inside nozzle, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, dirt difficult to remove found on the objective lens, image cloudy due to dirt on the objective lens, scratches on the insertion tube, scratches found on the tip cover, scratch on the hardness adjustment ring, scratches found on the switch box, scratches on operation unit cover, scratches found on the grip, scratches found on the universal cord, scratches found on the operation part side oredome of the universal cord, and scratches on the scope connector cover. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis exera iii colonovideoscope, cloudiness after cleaning, water remains on the lens after airing and air/water supply drainage failure. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.